Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there did not appear to be drips from the bottle during infusion with a spectrum iq infusion pump. The fentanyl bottle was noticed to be filled, even though the pump said there was only 8 ml remaining. The drip was running at a slow rate of 1.6 ml/hr. The event occurred in the critical care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed, that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.